Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jan-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had drawer failure. A field service engineer identified that auxiliary drawer 7 was not detected on the bus, preventing the customer from recovering the drawer. Further investigation revealed that full height drawer 7 was only partially reading the internal rows due to a very weak row board cable connection to the drawer board, which remained loose even after reseating. The issue was resolved by replacing the drawer board, and the repair was successfully verified using the hardware test application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer was failed. The customer stated that the issue was with drawer auxiliary 7 and confirmed that the error message displayed was device not detected on bus. The customer also reported that, upon reviewing rss, a hardware failure message was shown indicating failure to access or secure hardware with failure code failed to open and hardware error details listed as none for 4a auxiliary drawer 7. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.